Manufacturer narrative:
Continued h.6: f2201. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and device rupture.

Event description:
Patient reported right side events of ¿rupture.¿ patient also reported ¿forgetfulness¿, ¿concentration problems¿, ¿dyslexia¿, ¿not being able to think clearly¿, ¿being constantly absent-minded¿, ¿frequent headaches¿, ¿severe neck pain¿, ¿feeling foggy in the head¿, ¿bitter metallic taste in mouth¿, ¿constantly stuffy or runny nose (regardless of weather or season)¿, ¿ sick¿, ¿tired¿, ¿heavy burning eyes¿, ¿tenderness of the eyelids¿, ¿dizziness with partial flickering or flashing in front of the eyes¿, ¿feeling of pressure in the head¿, ¿flush in the face (suddenly red glowing face)¿, ¿digestive problems (strong abdomen, nausea, sometimes disgust at food, general feeling of nausea inside)¿, ¿massive insomnia¿, ¿night sweats¿, ¿in the morning after getting up I feel more sick than healthy¿, ¿no quality of life anymore¿, ¿general feeling of sickness all the time¿, ¿daily temperature fluctuations in the form of an elevated temperature and even fever regardless of rest or exertion¿, ¿physically and mentally absolutely no longer able to perform and work under pressure¿, ¿itching in various parts of the body¿, ¿joint pain (ankle, knee, hip, elbow, mainly on the left side)¿, ¿recurrent herpes on the lip spreading to the nose (approx. Every 2-3 months).¿these events are not device related. Patient additionally reported ¿every now and then enlarged lymph nodes in armpit, groin, neck.¿ patient additionally reported "elevated cortisol level¿, ¿constant feeling as if the body is constantly working¿, ¿iron deficiency¿, ¿increased hair loss¿, ¿massive cycle disturbances¿, ¿increased facial hair growth¿, ¿massive anxiety about the whole situation¿, and ¿sudden red rash on the neck". These events are not device related. Device has been explanted.

Event description:
Patient reported right side events of ¿rupture¿, ''affected lymphnodes'', ¿recurrent herpes on the lip spreading to the nose'', ''forgetfulness¿, ¿concentration problems¿, ¿not being able to think clearly¿, ¿being constantly absent-minded¿, ¿feeling foggy in the head¿, ¿bitter ¿constantly stuffy or runny nose (regardless of weather or season)¿, ¿tired¿, flush in the face (suddenly red glowing face)¿, ¿night sweats¿, ¿no quality of life anymore¿, ¿physically and mentally absolutely no longer able to perform and work under pressure¿, ¿elevated cortisol level¿, ¿constant feeling as if the body is constantly working¿, ¿increased hair loss¿, ¿massive cycle disturbances¿, ¿increased facial hair growth¿, ¿dyslexia¿, ¿bitter metallic taste in mouth¿, ¿severe neck pain¿, ¿tenderness of the eyelids¿, ¿feeling of pressure in the head¿, ¿joint pain'', ¿heavy burning eyes¿, ¿dizziness with partial flickering or flashing in front of the eyes¿, ¿digestive problems (strong abdomen, nausea, sometimes disgust at food, general feeling of nausea inside)¿, ¿massive insomnia¿, ¿iron deficiency¿, ¿itching in various parts of the body¿ and ¿sudden red rash on the neck¿. Device has been explanted.

Event description:
Patient reported right side events of ¿rupture.¿ patient also reported ¿forgetfulness¿, ¿concentration problems¿, ¿dyslexia¿, ¿not being able to think clearly¿, ¿being constantly absent-minded¿, ¿frequent headaches¿, ¿severe neck pain¿, ¿feeling foggy in the head¿, ¿bitter metallic taste in mouth¿, ¿constantly stuffy or runny nose (regardless of weather or season)¿, ¿ sick¿, ¿tired¿, ¿heavy burning eyes¿, ¿tenderness of the eyelids¿, ¿dizziness with partial flickering or flashing in front of the eyes¿, ¿feeling of pressure in the head¿, ¿flush in the face (suddenly red glowing face)¿, ¿digestive problems (strong abdomen, nausea, sometimes disgust at food, general feeling of nausea inside)¿, ¿massive insomnia¿, ¿night sweats¿, ¿in the morning after getting up I feel more sick than healthy¿, ¿no quality of life anymore¿, ¿general feeling of sickness all the time¿, ¿daily temperature fluctuations in the form of an elevated temperature and even fever regardless of rest or exertion¿, ¿physically and mentally absolutely no longer able to perform and work under pressure¿, ¿itching in various parts of the body¿, ¿joint pain (ankle, knee, hip, elbow, mainly on the left side)¿, ¿recurrent herpes on the lip spreading to the nose (approx. Every 2-3 months).¿these events are not device related. Patient additionally reported ¿every now and then enlarged lymph nodes in armpit, groin, neck.¿ patient additionally reported "elevated cortisol level¿, ¿constant feeling as if the body is constantly working¿, ¿iron deficiency¿, ¿increased hair loss¿, ¿massive cycle disturbances¿, ¿increased facial hair growth¿, ¿massive anxiety about the whole situation¿, and ¿sudden red rash on the neck". These events are not device related. Device has been explanted.